Manufacturer narrative:
(B)(4). (B)(6). The complaint neopuff was returned to fisher & paykel healthcare's regional office and service center in (B)(6) for evaluation. The reported fault was not replicated as the device operated normally during performance testing. The neopuff operating manual details the proper set-up of the device, which is to be carried out prior to each use. The set-up procedure includes a check of the device settings. The device has been returned to the customer.

Event description:
A healthcare facility in (B)(6) reported that they were unable to adjust the pressure on an rd900 neopuff infant resuscitator. No patient consequence was reported.